Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging a onetouch verio iq meter was displaying inaccurate results when compared to the same meter. The patient reported blood glucose results of '20 and 11 mmol/l' with the same lifescan meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=0.67mmol/l or <=15%, taken within 20 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. The same meter comparison where the calculated difference between the results meets lfs' criteria for accuracy reporting.